Event description:
Note: this report pertains to first of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during a colonoscopy with hemorrhoid banding procedure. The exact procedure date was unknown. During the procedure, the bands would not deploy. It was noticed that the bands were reversed and overlapped in the ligator cap. A second speedband superview super 7 was used; however, the same problem happened. The procedure was completed with a third speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.